Event description:
It was reported that the insulin pump is damage in the bottom of the reservoir, and it was loose. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.